Manufacturer narrative:
Additional data: g3, h2, h10. Corrected data: h6.

Manufacturer narrative:
The investigation revealed that after the workmate claris v.1.2 software upgrade, the workmate claris dws screen turns black/blank and the user needs to reboot the system to regain functionality.

Event description:
The claris collect logs function does not work after the 1.2 upgrade. There was no patient involved. A new computer has been installed to resolve the issue.